Event description:
Clinical report states the pt was revised due to pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not identified. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be rec'd, the investigation will be reopened.